Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that he had a metered bag. The urine was "stuck" in the metered portion and will not drain into the bag. Explained that there was a vent in the metered bag that could become saturated and cause vapor lock. Advised he kept bag upright and avoid allowing urine to saturate that vent. He would allow it some time to dry and attempt to drain again. Advised he call back and coordinate a return if that does not resolve the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that he had a metered bag. The urine was "stuck" in the metered portion and will not drain into the bag. Explained that there was a vent in the metered bag that could become saturated and cause vapor lock. Advised he kept bag upright and avoid allowing urine to saturate that vent. He would allow it some time to dry and attempt to drain again. Advised he call back and coordinate a return if that does not resolve the issue.